Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported that they were having trouble with charging their implanted neurostimulator (ins), and that the paddle and that the box in the middle of the recharger cord was getting very hot. Patient stated that they had been trying to maneuver the paddle so that they could get the implanted neurostimulator to charge at recharging excellent, and they keep having to reposition and reposition. Patient stated this issue first began about two months ago. Patient did not recall seeing any error codes or alert messages on the controller. During the call agent had patient remove the battery pack from the controller and inspect the controller port; patient confirmed that there was no visible damage to the port or the recharger cord. Patient repeated that the recharger would get very hot. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.